Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of the twist clamp on a minicap extended life pd transfer set. The nurse detected this at the hospital during the replacement process. This was identified prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and with magnification noted that the female connector was separated from the light blue main body of the twist on the transfer set. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. There was evidence of solvent on the threads inside the barrel of the light blue main body. The reported issue was verified. The cause of the condition was manufacturing related due to inadequate solvent application to the transfer set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.